Manufacturer narrative:
The investigation, including root cause determination is in progress. This report mailed in to FDA on: 07/19/2007.

Event description:
A surgeon reports a patient that was overcorrected following an initial conventional myopia with astigmatism treatment and a decrease in bcva following an enhancement procedure. This report is for the left eye, the right eye is being reported under manufacturer report #1061857-2007-0388. Patient records provided indicate this patient was treated for a monovision outcome; the target for the left eye was plano. At 3.5 months post-op, the left eye was undercorrected by -.25 diopter; bcva had decreased 1 line from pre-op. A spherical hyperopia enhancement was performed. At 4.5 months post-enhancement, the undercorrection had resolved and bcva had improved to 20/20-2.